Manufacturer narrative:
The device has not been returned to pyng medical.

Event description:
During a training session the buckle locking the strap into place slipped causing the device to not stay tight around the arm. No pt was involved. Pyng (B)(4).